Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that [no image] occurred due to a charged coupled device (ccd) failure. Cause of the charged coupled device (ccd) failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition autoclavable camera head did not work. Errors were detected before an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that due to the deformation of the camera unit, the endoscopic image cannot be displayed. Additionally cable unit was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.